Event description:
It was observed that during the device evaluation, e218 error (scope malfunction error) occurred and no image was displayed due to shortcut of circuit board unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to shortcut of circuit board unit, e218 (scope malfunction err) occurs, and no image is displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.